Event description:
Reporter alleged that a patient received the result of 70 mg/dl on inform system 1 compared back to back within 10 minutes of a result of 183 mg/dl obtained on inform system 2. Reporter also alleged that a few hours later, the patient received the result of 454 mg/dl on inform system 1 compared back to back within 10 minutes of a result of 91 mg/dl obtained on inform system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(6).